Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: is a non-healthcare professional.

Event description:
Litigation alleges pain, swelling, and instability.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2015, the patient underwent total right knee arthroplasty. The surgeon reported the patient had gone in for a total knee 9 days previous and a popliteal cyst was decompressed at that time. The surgeon reported a spacer was placed rather than a complete arthroplasty until culture were returned. Cultures came back negative for infection and the primary surgery resumed 9 days after spacer was placed. The surgeon reported tissue debridement within the knee. He noted an anterior depression of the tibia. The patella was resurfaced. The patient was implanted with depuy knee system and unknown bone cement. On (B)(6) 2016, the patient underwent a left knee revision due to instability, swelling, and pain. The surgeon reported the tibial component was grossly loose. He noted the femoral component came off quite easily and the tibial component was removed with all the cement. The surgeon reported the patellar component was not loose nor warn, tracked properly so was retained. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2015, dor: (B)(6) 2016 (rt knee).

Manufacturer narrative:
(B)(4).investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.